Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system was leaking blood from the prn adapter after puncture. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8137428. Our records show the reported lot was manufactured from 4/18/2016- 4/24/2016, and determined that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Additionally, visual observation of the sample submitted by your facility, identified the end cap attached to the port of the catheter was not a bd product, and therefore unlikely to perform and adequate connection. The evaluation of the port's dimension found the device to be within operational specifications.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system was leaking blood from the prn adapter after puncture. There was no report of exposure, serious injury, or medical intervention.